Event description:
The pt ((B)(6)) was implanted with an scs system which included two lead extensions. It was reported the pt was no longer feeling stimulation. Diagnostic testing identified invalid impedances and the physician elected to proceed with surgical intervention. During the procedure, it was found that the two lead extensions had broken. The lead extensions were explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.